Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/(B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: implantable cardioverter defibrillator therapy in young individuals: comparison of conventional and subcostal approaches¿a single-centre experience, 2017. Europace. (2017) 19(1):81-87. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding right ventricular and atrial leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers. One patient received inappropriate shocks due to t- wave oversensing. Two patients were found to have lead fractures. Three patients had lead dislodgment. All dislodgments occurred in immediate post-implantation period and were repositioned during the same hospitalization period. There were three reported lead failures; a break in insulation through proximal and distal coil was found, high impedance of shock lead was noted and a (B)(4)-year-old had very low sensing of endovascular rv lead and decreased sensing of the epicardial lead. One patient had chronic left submammary pain which was treated with subcutaneous repositioning of the lead after 2.5 years of implantation. The status/location of the leads is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.